Event description:
On (B)(6) 2011 called to check pt in (B)(6) on behalf of dr. (B)(6); on interrogation; the pt lead parameters were within normal limits, yet on the stored events there were 4 episodes on noise on the rv lead; note the rv lead is a unipolar lead. In one episode; the appears to be an inhibition of pacing of approx 4 - 5 beats. In the other episodes, it appears there is sensing of rv beats though the episode of noise. Lead revision planned. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)